Event description:
It was reported that there was too much range and misdrilling occurred. Prolongation of the surgery time approx 20 min. No other consequences are reported.

Event description:
It was reported that there was too much range and misdrilling occurred. Prolongation of the surgery time app 20 min. No other consequences are reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. A review of the manufacturing documents revealed no deviation for the instrument returned. No deviations were found in the inspection documents for the nail adapter. A functionality check on 100% of the devices (sub-supplier) and additional in-house spot check of the lots in question revealed functionality was given on the devices prior to shipping. This item was documented as having met specifications prior to distribution. Simulation of pre-operative function test (as required per IFU) performed on the returned device revealed that functionality is no longer given. The operative technique includes that the instruments shall be checked prior every surgery. Appearance of item and inspection records identified the nail adapter being of old design version. In order to address aging due to sterilization and to ease use, the design has since been improved. No discrepancies were detected during risk analysis review. No non-conformity identified; new target device design available.